Event description:
It was reported by the sales rep that the trivantange endotracheal tube was used for artificial respiration in the thyroid surgery. The ventilator alerted the staff of the patient's tidal volume decrease during the procedure and damage was found on the cuff. The endotracheal tube was replaced by a tube with the same model number, which was inserted (patient reintubated) and used to continue the procedure. The procedure was completed successfully with no delay or adverse effect. No debris was found in the damaged cuff.

Manufacturer narrative:
(B)(4). The product analysis indicates the cuff was received fully deflated and there was a residue consistent with tape adhesive at the 22cm mark on the main tube indicating intubation. The cuff was injected with 20cc of air and it leaked out in less than 2 seconds which would have resulted in the reported event. When viewed under magnification, there was a jagged half-moon shaped puncture in the cuff. The instructions for use warn the user to first perform a cuff inflation test and visually check for abnormality. The observed defect would have been detected during an inflation test. The information likely indicates that the cuff was damaged during intubation. There was no definitive evidence of improper manufacturing therefore it has been ruled out as a likely cause. H10. Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes.